Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient diagnosis of peritonitis and constipation. However, there is no documentation in the complaint file to show a causal relationship between the liberty select cycler with cycler set and the peritonitis or constipation. Constipation is a common occurrence in dialysis patients. It is unknown if the patient followed proper aseptic technique while setting up for pd therapy. There is no allegation of a machine malfunction or a leak in the cassette reported for this event. The liberty cycler has been disassociated from this event as there is no evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event.

Event description:
During follow up for a separate event it was reported a patient was hospitalized for peritonitis (signs/symptoms unknown). The patient was admitted (B)(6) 2018 and the pd effluent culture was positive for gram negative bacteria (unspecified). The patient was treated/prescribed antibiotics (type, route, dose, frequency and duration unknown) while hospitalized. The patient was also experiencing constipation during the hospitalization. Other hospital course is unknown. The patient was discharged (B)(6) 2018 and continues to recover while completing pd therapy on the liberty select cycler.